Manufacturer narrative:
Investigation conclusion: all devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with retains. Source: phone.

Event description:
Consumer communicated discrepant results with a positive result from quickvue sars otc and a negative result from molecular (pcr testing). Consumer believes pcr test could be wrong.